Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No unexpected no delivery alarm noted. Unit had minor scratched display window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported was hospitalized due to no delivery alarm and hospital removed her from insulin pump. Customer' blood glucose was 487 mg/dl. Customer stated was getting no delivery alarm and changed the sets and could not get the blood glucose to come down. Customer had diabetes ketoacidosis and she was wearing the insulin pump at the time of the emergency visit. Customer was treated with insulin drip, IV fluids. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.